Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Stryker mako leg holders. Numerous pieces have exposed fibers, two pieces have stress fractures at the point where the metal fitting is inserted. Report of "someone getting stuck" by an exposed fiber. Case type: tka. Patient was under anesthesia. Update : how many surgeries were involved with the reported issue? Approximately 300 procedures to get to this point. All the reported devices that are included in this complaint were for one or many surgeries? Many ¿ spd called us concerned about exposed fibers and cracks. Have you reported each incident separately that has the issues you have mentioned in this complaint? (If no, please submit a complaint for each issue.) No ¿ multiple leg holders are exhibiting wear. The items listed in the per either have exposed fibers or cracks. Please confirm if there was a patient that was ¿stuck¿ by the exposed carbon fiber? Not a patient ¿ a staff member.

Manufacturer narrative:
Reported event: stryker mako leg holders. Numerous pieces have exposed fibers, two pieces have stress fractures at the point where the metal fitting is inserted. Report of "someone getting stuck" by an exposed fiber. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate (B)(4) were manufactured and (B)(4) were accepted into final stock on 09/04/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210070, lot number 609567, shows no additional complaints related to the failure in this investigation. Conclusion: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Stryker mako leg holders. Numerous pieces have exposed fibers, two pieces have stress fractures at the point where the metal fitting is inserted. Report of "someone getting stuck" by an exposed fiber. Case type: tka. Patient was under anesthesia. Update : how many surgeries were involved with the reported issue? Approximately 300 procedures to get to this point. All the reported devices that are included in this complaint were for one or many surgeries? Many ¿ spd called us concerned about exposed fibers and cracks. Have you reported each incident separately that has the issues you have mentioned in this complaint? (If no, please submit a complaint for each issue.) No ¿ multiple leg holders are exhibiting wear. The items listed in the per either have exposed fibers or cracks. Please confirm if there was a patient that was ¿stuck¿ by the exposed carbon fiber? Not a patient. ¿ a staff member.